Manufacturer narrative:
Malfunction was confirmed.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.